Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova deutschland has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. There was no report of patient injury. Livanova (B)(4) manufactures the electronic venous occluder (evo). The event occurred in (B)(6). The involved device was returned to livanova (B)(4) for investigation. The issue was reproduced during testing. When a specific cable was moved slowly, the reported error code appeared. Closer inspection of the cable and circuit board identified a faulty solder joint on a connector plug. The component was soldered correctly and the cable was replaced. A subsequent 12 hour test run was completed without further issue. The faulty ribbon cable and solder joint were determined to be the root cause of the reported issue. A root cause for the faulty components was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) displayed an error message during a procedure. There was no report of patient injury.